Manufacturer narrative:
(B)(4) conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in the journal article that the patient underwent a laparoscopic ventral/incisional hernia repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced chronic pain and, possibly, complications such as: recurrent hernia, fistula, hematoma, infection, pulmonary embolism, renal failure, respiratory distress, urinary retention, urinary tract infection, injury, obstruction, bleeding and seroma formation. It was also reported that the patient may have required conversion to open surgery. Additional information has been requested.